Event description:
It was reported that the hcu would not power up. No patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The hcu 30 device was investigated and repaired by a maquet field service technician. A 20 amp breaker, filter and varistor were replaced. Functional and safety testing was performed and the unit was returned to service. A supplemental medwatch will be submitted if additional information becomes available.